Event description:
It was reported that the patient underwent spinal surgery for scoliosis from t5 to l3. During surgery, the set screw popped off the screw and was partially deformed. The set screw did not seat completely and allowed the rod to slide in the screw after break off. The set screw was replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.